Event description:
It was reported that a small volume intermate had white floating particulate matter. The device was compounded with ceftriaxone. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured february 23, 2015 ¿ february 26, 2015. The device was received for evaluation. Visual inspection revealed white floating particulate matter in the device. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.